Event description:
It was reported that the cage migrated and retro pulsed into the canal, patient was doing heavy lifting postop. The patient was complaining of pain and underwent revision surgery.

Manufacturer narrative:
Method: x-ray film review, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed via x-ray films review. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The reported device was not returned for evaluation. It was confirmed that the cage only migrated, no deformation or fracture was reported. It was reported that the patient was doing heavy lifting postop. The surgical technique states, "the surgeon must warn the patient of the surgical risks and make them aware of possible adverse effects. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device." Conclusion: the most likely root cause of the reported event was determined to be high post-op activity by the patient (heavy lifting).

Event description:
It was reported that the cage migrated and retro pulsed into the canal, patient was doing heavy lifting postop. The patient was complaining of pain and underwent revision surgery.